Event description:
At the incoming inspection of goods by the distributor, foreign material was found. There was no patient involvement.

Manufacturer narrative:
Investigation completed 3/02/2017. Method: -DHR review, -trend analysis, - failure analysis. The device history record (DHR) of fg lot 1163468 was reviewed and no anomalies were found during the packaging process. According to the DHR review of the reported fg lot # 1163468, no anomalies (e.g. Foreign matter or black particles) were reported during their packaging and inspections processes which could contribute and/or be related to reported condition. A review of the complaint system since february 2015 to february 2017, three (3) complaints (including the complaint being investigated) related to ¿piece of the product contains a foreign material¿ have been reported in cusa wrench family. Approximately (B)(4) units of cusa wrench products have been shipped for sales purposes since february 2015 to february 2017, resulting in a complaint occurrence rate of approximately (B)(4). Conclusion: the reported condition was confirmed with the evaluation of the returned unit. The potential root cause may be related to the deformity of the o-ring. The deformity of the o-ring might not reduce the gaps between the hub and welded cap of the wrench causing the particles to come out. Therefore, the condition of the black particles inside the tray is most related to supplier¿s process rather than the packaging process of the products at integra.